Event description:
It was reported that the user experienced high glucose after a supply change when the infusion set connector was not secured and the cartridge was sticking out, leading to interrupted insulin delivery. A full supply change was performed, the initial site had a contact detach without a bent cannula, and subsequent site change and resumed delivery were completed with education on hydration and light activity. Symptoms included malaise and hyperglycemia with blood glucose readings as high as 395 mg/dl. Outcomes included temporary elevated glucose that began to decline after corrective actions and user guidance. Investigation included troubleshooting and education, follow-up blood glucose checks, and verification of infusion set placement and cartridge seating. Investigation of this case revealed that improper deployment of the infusion set and an incompletely attached connector led to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set connection and cartridge installation was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.